Event description:
It was reported that it was ¿too much trouble¿ to recharge. It was suggested that all the cords on the implantable neurostimulator recharger (insr) should be unpluggable because everything twisted up and was hard to untangle. Before the device was implanted she was told she would have to charge her implantable neurostimulator (ins) once a week. It was stated that charging had to occur twice a week for 3-4 hours for it to charge back. It was noted that this had occurred ¿just about¿ since implant. The insr belt would not keep it in place and if the patient moved ¿the least bit¿ it would mess up the charging. The insr was stated to be a pain to use. It was later reported that the patient was not able to adjust stimulation. The display was showing ¿call your doctor icon¿ and there was a power on reset (por) condition. This was noticed on the recharger and patient programmer the day of the report. The patient did not remember when she last recharged the ins, noting it was a hassle that she had to charge it all the time and had it on higher settings. They did not know it was going to be like this with recharging the "insall" of the time. The cord pulled out and the patient h ad to put it back in. The patient thought the last time she felt any stimulation was the night before last, prior to the report. The patient was then able to advance to the main charging screen where the implantable neurostimulator (ins) was charging 25% with 4 coupling bars at the time of the report. The patient was not able to adjust stimulation. The por condition was cleared with the patient and this resolved the issue. The patient was able to successfully turn stimulation on.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).